Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. Additional info was requested via mail on 05/18/2011 and 06/13/2011; via fax on 05/18/2011 and 06/13/2011; via phone 06/13/2011. A completed questionnaire was received from the consumer on 06/10/2011. (B)(4).

Event description:
A consumer reported she soaked her right contact lens overnight and around 4 pm the next day she experienced discomfort. She reported she removed her contact lens and experienced discomfort, tearing, burning sensation, light sensitivity, red eye, irritation, eyelid swelling and eye pain. She stated she went to the doctor on (B)(6) 2011 and was diagnosed with "damage to her epithelial layer and lens of her eye." She stated her doctor described it as "burned off". She reported her doctor prescribed her an antibiotic two times a day and an anti-inflammatory medication. She stated due to the light sensitivity she needed to wear sunglasses and could not use her computer for work. Additional info has been requested.